Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine experienced a low conductivity message during setup mode. The bmt replaced the inlet and outlet springs and seals in the bicarb pump, however, the problem was found to be the concentrate jug. There was no patient involvement, harm or adverse event reported. Upon follow up, the bmt was able to confirm the concentrate used was naturalyte. The concentrate part number and lot number are not available; the product has been discarded. Additional information was requested, however, a response was not received.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. The product number and the lot number could not be obtained, therefore, based on the indication that the product was an unspecified strength of naturalyte, as query was performed for all orders of naturalyte shipped to the customer¿s account in the three months preceding the reported event. No orders of naturalyte were shipped to the customer during that time frame. As a lot number could not be acquired a device history and manufacturing records review could not be performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.